Manufacturer narrative:
The provided logbook and information built the basis for the investigation. The logbook showed for several times a wear code, which indicates a faulty cable harness flow sensor. This corresponds to the clicking sounds which were reported by the user. The cable harness flow sensor is necessary to measure the expiratory flow, which is used for control and monitoring of the ventilation. In case the measurements are adulterated, influence on the ventilation is likely and eventually alarm limits trigger an alarm. The IFU states as a warning "if a fault is detected in the medical device, its life-support functions may no longer be assured. Ventilation of the patient using an independent ventilation device must be started without delay, if necessary with peep and/or an increased inspiratory o2 concentration (e.g., with a manual resuscitator)." Consequently the cable harness flow sensor has been replaced. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
A clicking sound from the expiratory port was reported. The device was swapped while on a patient. No injury reported.